Event description:
It was reported that the device had ¿wireless module intermittent connection when pole clamp capture bracket is attached.¿ per reporter, the device operates until bracket is attached. The event happened at the hospital, the issue was not resolved, and the steps taken to resolve the issue was to remove and reinstall pole clamp capture bracket. The device was out of box failure and needs a replacement. There was no patient involvement, and no patient harm/adverse event was reported.

Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
D9: device received on 3/28/2025. H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed. The customer's stated problem was not confirmed. The device was working properly, and wireless connection was stable. There was no known cause of the reported issue, and no further action was taken.